Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that equipment broke, identified during procedure by attending while operating, noticed on camera scope bipolar cutting loop not working properly. No negative impact in state of health reported.

Manufacturer narrative:
Updated section g3 adding aware date 04/01/2025. This event is filed under internal complaint ID (B)(4).